Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot could not be performed as the lot number and part number are unknown. A query of the complaint-handling database could not be performed for the reported lot as the lot number and part number are unknown. Based on the available information, a cause for the reported migration (partial clip movement) could not be determined. The reported recurrent mitral regurgitation was a result of the reported migration (partial clip movement). The reported patient effect of mitral regurgitation is included in mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement, surgical intervention, recurrent mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, approximately 7 months later, one clip partially moved. The other clip remain stable on both leaflets. The mr increased to grade 3. The patient remained hospitalized and underwent mitral valve replacement. The latest follow-up on (B)(6) 2019 revealed that patient underwent a coronary artery bypass graft (CABG) procedure. Details are listed in the attached article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients."no additional information was provided.